Event description:
It was reported that during a sonogram the right device was pressed upon and became dislodged and infected. The device was in a pouch lying against the diaphragm. The device was ¿sticking out.¿ the patient had emergency surgery to remove the device so the staphylococcus infection would not spread. The infection resolved in ¿days¿ due to antibiotics and the surgery. A new device was implanted but the leads remained unchanged. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient had an infection after her right system was implanted in (B)(6) 2013. That system was removed as a result and was re-implanted on the day of the report. The following day it was reported that infection was not related to the healthcare provider (hcp) or the device but was anatomy related.

Event description:
Additional information received reported that the right side extension and the implantable neurostimulator had been removed due to the infection and mammogram issues. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v530092, product type lead; product ID 3550-09, lot # lc0404, implanted: (B)(6) 2005, product type accessory; product ID 3387-40, lot # l75840, product type lead; product ID 64001, lot # n251196, product type adapter; product ID 3708660, serial # (B)(4), product type extension; product ID 37085-60, serial # (B)(4), product type extension. (B)(4).